Event description:
The customer reported that the insulin pump alarmed no delivery. Customer stated when she got no delivery alarm she does not her blood glucose. She did set changed and blood glucose was up almost 400 mg/dl. Customer treated high blood glucose with insulin pump after the set changed. Customer sated the alarm was resolved by a complete set change. Advised the customer to report back for troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).